Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Date rec¿d by MFR: (B)(6). Reported event was considered confirmed as the visual evaluation showed the inserter to be fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that at the beginning of the surgery, when operating room staff opened the instrument case for preparation, the blue sleeve at the tip of kinectiv inserter was found cracked. Another device was used to complete the surgery. No adverse events have been reported as a result of the malfunction as there was no patient contact.